Manufacturer narrative:
It was reported that on the femur, the surgeon identified during trialing stage could not achieve adequate fixation; converted to off the shelf design. The case was completed successfully. Investigation indicated that reamers of the incorrect size were provided.

Event description:
It was reported that on the femur, the surgeon identified during trialing stage could not achieve adequate fixation; converted to off the shelf design. The case was completed successfully.